Event description:
It was reported that during use of the bd max¿ ext enteric bacterial panel; a false positive yersinia enterocolitica patient result was obtained. The lab isolated the strain by culture and tested by mass spectrometry (biomerieux vitek ms): positive for yersinia enterocolitica the strain was sent to the french national reference center for yersinia and tested by sequencing: yersinia proxima (not pathogenic strain for human). Y. Proxima is not listed in package insert as cross reactive with yersinia enterocolitica. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ ext enteric bacterial panel, a false positive yersinia enterocolitica patient result was obtained. The lab isolated the strain by culture and tested by mass spectrometry (biomerieux vitek ms): positive for yersinia enterocolitica. The strain was sent to the french national reference center for yersinia and tested by sequencing: yersinia proxima (not pathogenic strain for human). Y. Proxima is not listed in package insert as cross reactive with yersinia enterocolitica. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result when using the bd max extended enteric bacterial panel (xebp) assay (ref. (B)(4)) kit lot 5077410 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Review of the manufacturing records of bd max xebp assay indicated that lot 5077410 was manufactured according to specifications and met performance requirements. Customer complained about a suspected false positive yersinia enterocolitica result. Positive result was also obtained by mass spectrometry (biomerieux vitak ms) but sequencing, of the strain isolated from the patient sample, identified yersinia proxima, a non-pathogenic strain for humans. Database of bd max¿ instrument (B)(4) was received for the investigation but since run (B)(6) was identified as the one in which the suspected false positive was obtained, only this run was analyzed. According to the complaint text, the yersinia positive sample was tested in position a10 but the only positive sample for this target was found in position a9. This sample was thus analyzed. Manual pcr curve adjudication of the suspected false positive sample revealed that the positive yersinia (fam channel, bottom position) appeared to be a true early amplification curve. No anomaly was observed in the amplification curves of both yersinia (fam channel, bottom position) or internal control (cy5.5, bottom position) targets, suggesting a true yersinia positive result. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves is a conservative assessment of the data. As mentioned in complaint text, mass spectrometry confirmed the bd max¿ extended enteric bacterial panel assay result for yersinia enterocolitica at 99.9%. The three pictures received show amplification curves in all channels for this sample. No other complaint for this defect was received and customer mentioned only one event. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max xebp assay lot 5077410. Based on the investigation, no reagents issue is suspected, but the issue seems to be isolated. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.